Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. Though omsc could not investigate actual subject device, however based on the report of olympus service operation repair center (sorc), omsc considered there was the possibility this phenomenon was attributed to impact such as dropping, repeated excessive wiping of the outer surface of the distal end, and chemical deterioration due to agent for the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon. It might have occurred due to the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that adhesive of the object lens at the distal end of the subject device was peeled off. The subject device had been returned to sorc for repair of the leakage. The occurrence date of the event is unknown. There was no patient injury associated with this report.